Event description:
Femoral intravascular cooling catheter suspected to have balloon leak. Rn noticed that the 500ml ns bag on cooling device (zoll thermoguard) nearly empty (~10-20ml remaining in bottom of bag), air being pulled into system. Rn called zoll support line; proceeded to troubleshoot with zoll support, restart thermoguard setup. However, upon restart, noted fluid level in ns bag dropping slowly again. No blood noted in system, no liquid on floor or around patient. Decision made to suspend use of thermoguard and catheter based on suspicion that there was a leak in the catheter balloon. However, catheter unable to be removed at that time as no trained provider available. Patient became febrile as a result of suspended therapy. Catheter was removed the following shift. Manufacturer response for zoll intravascular cooling device, zoll intravascular cooling device (per site reporter): zoll requested additional information regarding incident and requested catheter be returned to them for investigation. Awaiting shipping labels from zoll to send catheter.